Event description:
It was reported that t-wave oversensing (twos) and short interval counts were observed on the right ventricular (rv) lead as well as an increase in threshold over an unknown period of time. The lead sensitivity was adjusted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 429678 lead, implanted: (B)(6) 2012; d314trg ICD, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected and analyzed. Analysis of the data indicated oversensing due to non-physiologic signals/short interval counts (sic); 2257 lifetime sic are recorded beginning 2014-(B)(6).